Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advance for dilation. However, during first inflation at 14 atmospheres for 30 seconds duration time, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.